Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the unintended movement of the lock lever. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. While preparing the first xtw clip, the physician noticed that the lock lever was constantly recoiling, and would not stay down even when manually pushing it down. It would continue to recoil every time by approximately 5mm. They decided to discard this device, in the event that the lock may not perform as intended in the patient. A new xtw device was prepared, and performed as intended. The procedure was completed and procedural success was achieved, mr was reduced to <1.

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.